Event description:
The event involved a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer. The reporter stated that they went to hang new dose of blina at 1815 on an IV, not a port. Upon unhooking the bifuse, they noticed that blood started back priming from IV. Since they're not supposed to flush blina, they just connected the tubing to the IV and started the blina. The blood cleared from the line. At 1900, pt called and told that the tubing just started leaking. They called the IV team to come immediately to look at the IV. Since they got great blood return, they didn't want to place a new IV, but they changed the IV tubing. They found that the clave attached to the IV tubing was cracked. They didn't flush any blina but only got a new tubing to connect to the old IV then flushed with the new saline line. The blina was paused from 1900-1915 when IV got there. There was patient involvement; however, there was vno adverse event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Investigation summary received one (1) used mc33150 smallbore pressure infusion ext set for inspection. The microclave was stuck down as received. No mating devices were returned for inspection. The set was leak tested per product specifications. There was leakage from the microclave. The microclave was disassembled and the internal spike was found to be bent and broken. The reported complaint can be confirmed. The directions for use states: the clave connector is compatible with luers with an internal diameter (ID) between .062 inch and .110 inch. A device history review could not be conducted because no lot number(s) was/were identified. Probable cause is related to the manufacturing process.